Event description:
Boston scientific crm received information that this attempted right ventricular (rv) lead exhibited poor measurements. While attempting to remove the lead, the helix became caught on valve leaflet. The lead was successully removed, and was successfully replaced by a new lead. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted a slight deformity of the coil between distal ring and electrode tip, and the helix was fractured. The adjacent area of the fracture displayed evidence of counterclockwise twisting which likely occurred during removal from the patient's valve leaflet. The lead passed conductor resistance, high potential, and insulation pressure testing, confirming both the conductor and insulation were uncompromised.